Event description:
It was reported that female patient underwent a breast surgery with implantation of an unknown mentor gel breast implant prosthesis. Post-operatively, the patient stated that she has developed baker grade IV capsular contracture which had affected her life. As a result, the patient has scheduled removal and replacements at an undisclosed date. Refer to manufacturing report number 1645337-2022-00429 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture . Manufacturer¿s reference number: (B)(4).